Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it is broken right now and she is having surgery tomorrow. They think the lead might have come loose from the battery. They are also going to update the device and lead. Patient said they had noticed something wrong and shut the stimulation off. The patient noticed the issue about a year ago. They thought it was just acting up so they didn't do anything about it. They said, it felt like they were getting shocked down stairs. About a month ago they were seen and they put something up to their back and something was wrong with it.